Event description:
Customer reportedly was on a sidewalk outside of doctor's office and could not differentiate between curbing and street due to the painted yellow lines. Drove unit off curbing and fell out of chair in street gutter. Sustained lacerations and bruises.